Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted in the aortic position. On 16 march 2018, the valve was explanted due to a reported non-specific problem with the device. The valve was replaced with a non-sjm valve. Attempts to obtain additional information and the return of the product are underway.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted in the aortic position. On (B)(6) 2018, the valve was explanted due to a reported non-specific problem with the device. The valve was replaced with a non-sjm valve. All efforts were attempted to gain additional information and nothing was provided.